Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted. The pump was received with cracked case at display window corners, minor scratched lcd window, and stained end cap sticker. No burn components or case was noted.(B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 411 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer had symptoms such as vomiting, urination and a racing heart. The customer was treated with 3 bags of fluid and 10 units of insulin. The customer stated that the pump alarmed motor error while delivering a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.